Event description:
It was reported a disconnection issue between the transfer set and titanium adapter occurred during an unknown process step of peritoneal dialysis (pd) therapy. This was further specified as ¿catheter fell off in their bathroom". The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this reported the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, three companion samples (in were received closed pouches) for evaluation (lot number h21h30039 and product code 5c4482). Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage and clamp function testing were performed with no issues noted. The companion samples were determined to meet functional performance specification requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. B3: date of event is unknown. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.